Manufacturer narrative:
The navvus catheter was discarded by the user facility and the lot number was not provided; therefore, acist is unable to evaluate the catheter. On (B)(6) 2018, the user facility provided a copy of the cine-angiogram of the event to acist. Upon completion of the review of the cine-angiogram by acist's medical advisory board members, a follow-up report will be submitted to FDA.

Event description:
User facility reported, during a percutaneous coronary intervention (pci) of the left coronary (lc), upon insertion of the acist navvus catheter into the lc to obtain the fractional flow reserve (ffr) reading, the patient went into ventricular fibrillation. A dissection of the left main artery was seen on fluoroscopy. The physician was unable to regain access of the left main artery. Patient death occurred.

Manufacturer narrative:
Acist's medical advisory board reviewed a copy of the cine-angiogram and information received from the user facility from the event: the user facility reported that the left main (lm) coronary was dissected during a fractional flow reserve (ffr) measurement with a navvus catheter. Despite resuscitative measures, including an impella pump, the patient died. A review of the angiogram showed an initial diagnostic study in which there was moderate diffuse coronary narrowing. The mid left anterior descending (lad) artery and circumflex artery had intermediate lesions. The right coronary artery (rca) may have been occluded distally and had collateral flow from the left coronary. An lv angiogram, with an end-hole catheter, showed normal systolic function. The next angiogram showed a guidewire in the distal lad, an inflated balloon in the left main proximal lad, CPR, and an impella pump. A guide wire was then passed distally down the lad. A balloon is shown inflated in the mid lad. The guidewire later was removed and repassed. An angiogram near the end showed a large dissection in the mid lad with contrast hang-up. The lm and very proximal lad were clear. From the data presented, there was a dissection somewhere in the left coronary. Angiographically it appeared to be only in the lad; there were no fluoro images provided by the user facility that may have shown lm involvement and no images that show whether the dissection was due to the guidewire or navvus catheter. The cause of this event is inconclusive.